Event description:
A balloon would not deflate during a stent expansion in a saphenous vein by-pass graft in the coronary artery. The pt developed chest pains. The balloon was intentionally overinflated to rupture and successfully withdrawn. The chest pains subsided upon balloon rupture. The stent had been successfully dilated. The pt's condition is fine. This device has been returned, evaluated and retained by this MFR. The engineering eval noted a leak under the proximal bond area. Microscopic exam revealed a 2 millimeter longitudinal tear on the proximal balloon bond. Scratches were noted on the balloon surface. The balloon lumen was not blocked. This device was used in a non-indicated procedure, a coronary artery and stent dilatation. Therefore, co does not attribute this event to the device. Co's directions for use state: balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature. These catheters are not designated for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."